Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Tandem technical support educated the customer on only removing the cartridge when the pump prompts for the cartridge to be removed. Subsequently, the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. A manual insulin injection was administered to address bg level.